Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed for "air in line". Reporter stated the starting volume was 125 ml at a rate of 2.7 ml/hr and was intended to run for approximately 46 hours. Reporter stated the amount of medication remaining in the cassette doesn't match the reservoir volume displayed on pump. The pump displayed a remaining volume of 16.3 ml. The amount of medication remaining in the cassette was confirmed to be 0 ml. No symptoms were reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.